Event description:
(B)(4). It was reported that during a stenting treatment procedure, a vessel dissection occurred. The 60-65% stenosed target lesion was located in the non-calcified and mildly tortuous left anterior descending (lad) artery. A 3.0x12mm promus element stent delivery system (sds) was advanced and the stent was deployed at 12atms. A 12x3.5mm nc quantum apex balloon catheter was advanced for post dilatation. The balloon was inflated in the proximal lad to 12atms. A type b proximal edge dissection was observed. Another promus element stent was deployed as previously planned to treat the proximal lesion. No additional patient complications were reported and the patient's status is good.

Manufacturer narrative:
Patient identifier: (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).